Event description:
It was reported the patient's charging system was inoperable, and the patient had been without stimulation since (B)(6) 2012. A replacement charging system was sent to the patient, but the external device did not resolve the issue. It was reported the physician may undertake surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.